Event description:
The sheath was damaged and replaced. The sheath was not returned to datascope for evaluation. Event complications: unk - rpt'd 5/30/97. Pt current status: unk - rpt'd 5/30/97.

Manufacturer narrative:
Evaluation; the product was not returned or released to datascope for evaluation.